Event description:
It is reported that the patient was revised due to loosening of the tibial component. It is also reported that when removed, the articular surface had pitting along with oxidation.

Manufacturer narrative:
Information was received from a distributor who is not required to complete from 3500a. This report will be amended when our investigation is completed.